Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's representative (rep) reports that the patient (pt) has been experiencing tremors since yesterday and is in the hospital. The recharger shows that battery is full. Patient service specialist (pss) explained to the rep that if the battery was previously depleted enough to where therapy was turned off and the implantable neurostimulator (ins) was charged, it would require manually turning the therapy back on using the pt programmer. Patient rep confirmed that programmer showed ins was off. The rep was able to turn the therapy back on and patient is no longer shaking. Rep states patient may have let ins charge level get too low. During the call, the recharger was not advancing to the normal recharging screen. Patient rep called back stating recharger is still not working correctly and showing different screens. Rep states patient was able to charge yesterday and the screen always shows the patient is fully charged. Ins shut off about 3 days ago and patient's daughter was able to turn therapy on. Rep said patient's eyes were closed and wouldn't respond; had tremors. When therapy was turned back on, her eyes opened and she started talking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient services (pss) received call from patient rep repeating the same information in regards to the patient having a return of tremors and to seeing the reposition antenna on the screen. Pss reviewed with the rep that the wr kit has already been requested to the rep. The rep wanted to check the status of the ins with the programmer, but when they attempted to connect, they were seeing the synchronize screen. The rep changed the batteries in attempt to resolve the issue, but the issue was persistent and the rep could not connect to the ins. Pss sent an email to repair to replace the programmer.

Event description:
Patient service (pss) received call from patient rep repeating the same information in regards to the patient having a return of tremors and to seeing the reposition antenna on the screen. Pss reviewed with the rep that the wr kit has already been requested to the rep. The rep wanted to check the status of the ins with the programmer, but when they attempted to connect, they were seeing the synchronize screen. The rep changed the batteries in attempt to resolve the issue, but the issue was persistent and the rep could not connect to the ins. Pss sent an email to repair to replace the programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.